Event description:
(B)(4). I've experienced cycles that last for many weeks with excessive amounts of bleeding. I've been having infection like symptoms but upon gynecological exams and tests it's been proven I have no infections. Now my cycle has stopped altogether, but I still am dealing with vaginal "infection" like symptoms. None of the antibiotics they doctor has prescribed for me has worked because they tests show there isn't an infection at all!